Event description:
It was reported that a physician, in-training in the use of the proglide device, achieved arteriotomy closure of the common femoral artery after a coronary diagnostic procedure. Reportedly, the device had been deployed, the sutures advanced to the arteriotomy, and the knot was tied. Prior to cutting the suture subcutaneously, the patient complained of heavy pain in the lower back. The pain vanished and no drugs were administered. Ten minutes later the pain returned and was also felt in a greater area of the back including the kidney area. A CT scan was performed and found nothing unusual. The pain got less and less. No additional interventions or activities were indicated. The physician later that day indicated that the pain dissipated and the patient was discharged with no further pain or discomfort. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A review of the finished product lot history record produced no findings relevant to this event. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this complaint, there does not appear to be any indication of a device quality issue.